Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph showing the patient¿s left arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc provena, was seen in the image. The proximal catheter shaft was overlapping and looping in the returned radiograph without a definitive kink. However, this singular image could not be used to exclude kinking of the proximal PICC at the venous insertion site. It is possible that the catheter was kinked, but it could not be independently confirmed from the provided image. Possible contributing factors for a kink in the catheter could include anatomic variables, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h.11

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the left upper arm brachial vein on (B)(6)2023. Two lumens were tpa'd twice on 3/29 without success. Chest x-ray on 3/30 showed a kink near the insertion site. Catheter was discovered to be kinked near the insertion site on 3/19/2023. PICC was removed and a new PICC placed. PICC dwell time was 11 days.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the left upper arm brachial vein on (B)(6) 2023. Two lumens were tpa'd twice on (B)(6) without success. Chest x-ray on (B)(6) showed a kink near the insertion site. Catheter was discovered to be kinked near the insertion site on (B)(6) 2023. PICC was removed and a new PICC placed. PICC dwell time was 11 days.